Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred while the customer was not outside of the labeled temperature range. Subsequently, a malfunction occurred. Customer's blood glucose level was 220 mg/dl. Customer had back up manual injections as alternate insulin therapy.